Event description:
A review of the article "comparison of perioperative outcomes between hybrid uniportal robotic-assisted and uniportal video-assisted thoracoscopic surgery - a propensity score matching analysis" was conducted to evaluate the perioperative outcomes of hybrid multi-arm robotic-assisted uniportal thoracoscopic surgery (h-urats) using a laparoscopic stapling device, assess the safety and feasibility of the procedure, and summarize the surgical experience. The retrospective study analyzed 395 patients who underwent h-urats between january 2023 and august 2024 using the da vinci xi surgical robotic system with two instrument arms and one camera arm. All surgeries were successfully completed and there were no perioperative deaths. One patient in the uniportal video-assisted thoracoscopic surgery (u-vats) group experienced a pulmonary embolism and one patient in the h-urats group developed a right internal jugular vein thrombosis which was confirmed by doppler ultrasound. In both cases, the d-dimer levels were markedly elevated and subsequent vascular ultrasound and pulmonary artery computed tomography angiography (cta) confirmed the diagnoses. Both patients were successfully treated with anticoagulation therapy and discharged without additional complications. There were other various post-operative complications reported in the article and some patients required intensive care unit (ICU) admission. No device malfunctions were reported, and the authors did not report any events caused by the da vinci xi surgical robotic system. There were no significant differences between h-urats and u-vats groups in terms of chest drainage duration, postoperative hospital stay, conversion to thoracotomy rate, intensive care unit admission rate, postoperative complication rate, postoperative pathological types, or tumor tnm staging. The study confirmed the safety and feasibility of h-urats as a new minimally invasive technique. It combines the advantages of uniportal thoracoscopy and robotic surgical systems and demonstrates potential benefits in oncological outcomes and complex procedures such as segmentectomies. Study limitations included a relatively small sample size; post-operative pain scores for the two groups were not obtained; single center study site with clinical data collected from surgeries performed by a single surgeon, and lacking long-term outcome data for the patients. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of any da vinci product issues, and no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient event information. Citation: chen j, gao y, yang y, chu j, li x, luo d. Comparison of perioperative outcomes between hybrid uniportal robotic-assisted and uniportal video-assisted thoracoscopic surgery - a propensity score matching analysis. Ann thorac med 2025;20:125-33.